Event description:
Staff registered nurse (rn) called to patient room by guests. Staff registered nurse (rn) noted intravenous (IV) tubing was separated and blood from the peripheral intravenous (piv) was coming out. Registered nurse (rn) suspects that there was approx. 100-150cc of blood that had leaked from the tubing. Concern for product malfunction.